Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 3173775/7070285.

Event description:
It was reported that the patient was having discomfort and pain at the ipg site. The patient was also having difficulty charging the ipg. The patient underwent a revision procedure wherein the pocket site was relocated from the flank to the buttock and the ipg was replaced. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.